Event description:
(B)(4). Migraine. Now over the years with it in bleeding out in one day. Hip pain over the last 3 months major clots (softball size) major cramps. And nickel allergies.

Event description:
(B)(4). Hysterectomy (B)(6) to have it removed. Along with a biopsy of my uterus. My uterus is inflation in my uterus. Horrible ovulation. I have to live off of pain pills to help. It has only gotten worse in the last year. Lupron shots just to shut my ovaries down to help with the pain in my hip so I can walk. This needs to be pulled from the market. The pain and tiredness I feel and go threw everyday isn't worth it. Hysterectomy being done and leaving only my ovaries . Brain fog, along with major boating to the point I can't have anyone push or pressure on my belly. Burning sensation where the coils are. Hot spots.